Manufacturer narrative:
Device not returned.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Additionally, it was reported that intermittent temperature alarms occurred while the battery was charging. Customer was unable to clear the alarm and reverted to manual insulin injections for insulin therapy. Customer's blood glucose was 389 mg/dl.